Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt mentioned starting 2-3 days ago their controller would say they were standing all the time, when it would show different positions previously. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned their hcp could get in touch with a rep for them, but pt had not made any rep aware of the issue yet. No patient symptoms were reported. Patient reported their legs were hurting more than usual. They noticed that device said standing position would not change to sitting or lying down, and couldn't get it to change stimulation. Patient called manufacturer and they sent out a new part in less than 24 hours. A new paddle was sent and plug in. When patient charged it up, it started working, when they got down to 30% and couldn't charge, they called. It has started doing the same thing, only this time, it might stop on sitting lying down, standing stay that way for couple of days before it changes.